Event description:
During review of the vns pt's programming history, it was noted that a faulted diagnostics test occurred on the day of implant that resulted in the pt being set to unintended settings. The physician interrogated the generator following the faulted test however he did not correct the unintended settings. The settings were corrected by the neurologist at the next office visit. No adverse events were reported as a result of the change in settings.

Manufacturer narrative:
Analysis of programming history.